Event description:
It was reported that the pump exhibited a detached air sensor, damaged battery door gasket, cracked battery compartment latch, and scratched lens. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the air detector was secured to the chassis. The service history review had no indication that the complaint was related to a service of the device within the review period.